Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the image black out on the monitor. However, it was reported that the troubleshooting has not been conducted at the time of the call, as the nurse that reported the issue was not available. The customer was advised to call back when they are ready to troubleshoot the device. To date, the device has not yet been returned to olympus for evaluation. The exact cause of the reported phenomenon could not be conclusively determined at this time. The investigation is ongoing and if additional information becomes available later, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the image black out on the evis exera iii xenon light source. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.